Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has a blank display. She said that she was changing her battery, received an alert and that is when her pump went blank. Her blood glucose was 160 mg/dl. During blank display troubleshooting, the display did not return. She was advised to leave the battery out of the pump for 2 hours, reinsert it and then call back if the display does not return. The customer called back after two hours stating that the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Unit was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit was received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, keypad overlay texture damage and minor scratches on lcd window.